Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to capture. Upon multiple repositioning attempts, the helix of the rv lead got stuck and failed to extend. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The report events were a helix mechanism issue and failure to capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.